Event description:
On (B)(6) 2008, dr (B)(6) phoned in a complaint to our firm ((B)(4)) stating that two implant snap caps in the lower mandible had worn out and lost retention after four (4) weeks. He had replaced the snap caps that had worn, however, the new ones wore out again this time only after two (2) weeks. He was concerned as to why this was happening, and wanted to see what type of intervention needed to take place to prevent the patient from experiencing any adverse events.

Manufacturer narrative:
Manufacturer did not necessarily feel this was an adverse event. However, all CAPA procedures were completed to verify the patient safety.